Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was dropping waveform data. The customer also reported that the unit was blinking and removing patients for about 2-3 seconds at a time. No patient harm or injury was reported. Investigation summary: kohden technical support (nk ts) performed trouble shooting steps. A previous issue in notification 300221348 was still pending logs to be sent for investigation. Nk ts also requested the logs for this issue. A dropbox location was forwarded to the customer. Follow up emails with the customer requesting information did not receive a reply. With the information available, the root cause cannot be determined. A review of the serial number history shows no recurrence of the reported issue. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss. Communication loss may also occur after a power loss, as the network server may not properly boot up after an unexpected shutdown.

Event description:
The customer reported that the central nurse's station (cns) was dropping waveform data.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is dropping waveform data. The customer also reported that the unit was blinking and removing patients for about 2-3 seconds at a time. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is dropping waveform data.